Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for software reset was observed. The internal clock was corrupted by the reset. The device was successfully reprogrammed. The patient returned for next follow-up with no any adverse effects.